Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use, during dwell 2. The baxter technical service representative (tsr) had the home patient (hp) cycle power and the hc alarmed se 2367. The tsr had the hp cycle power again and the alarms cleared. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to finish out therapy that day with manual supplies. The next day he completed therapy with new supplies without any issues. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(6) 2012 and she was not aware of the patient having that alarm. She would discuss the alarm with the patient the next time she sees him. As far as she knows he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.